Manufacturer narrative:
Follow-up #1: date of submission 08/13/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a leak test failed due a crack in the battery compartment. Moisture was found throughout the internal components of the pump.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery compartment was cracked. The reporter stated that there was moisture present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.